Event description:
The explanted lead was returned for analysis.

Event description:
Boston scientific received information that this right ventricular lead had dislodged. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Visual inspection of the lead revealed dried blood in the helix mechanism, preventing the helix from being extended. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.